Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, customer bg values were not populating which decreased their bg level. Customer consumed carbohydrates to address bg level. Tandem technical support conducted systems check and the pump was functioning as intended.